Manufacturer narrative:
The reported event of interrogation problem was not confirmed. The device was returned for analysis. Electrical and longevity analysis was normal with no anomalies found.

Event description:
It was reported that in a non-clinical environment, the pacemaker (pm) had a inductive telemetry issue when checking the device in the distributor warehouse. No patient was involved.